Event description:
Intera oncology was notified of a pump failing to bolus during or prep. The pump prep was going completely normally and smoothly when emptying and filling the pump with 30ml of high dose heparinized saline. When the scrub tech went to flush the catheter with the low dose heparin saline, the catheter wouldn't flush. The scrub tech was unable to push any fluid through the catheter. Our representative had the scrub tech ensure the needle was all the way to the bottom and was straight and perpendicular. She adjusted the needle and pushed all the way in until it reached the needle stop and was not able to be flushed. Our representative had the scrub tech recheck the needle patency by removing and flushing some saline through the needle outside of the septum. It flushed fine but at this point our representative instructed the scrub tech to use the second bolus needle to see if that would resolve the issue. The scrub tech flushed the needle and then inserted it into the septum but still the catheter would not flush. At this time another scrub tech came over to try but did not have success. The physician came over to try and when he inserted the needle, he made the comment that "I've done a lot of these and that just does not feel right." The physician asked to open and prepare a different pump. The backup pump was prepped and inserted a different pump without issue.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. All investigative testing that was performed passed, and the failure could not be repeated. Therefore, the complaint could not be confirmed.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On march 18, 2026, intera oncology received the device for investigation. To date, the pump is under investigation. Therefore, once the investigation is complete, a supplemental report will be submitted.

Event description:
Intera oncology was notified of a pump failing to bolus during or prep. The pump prep was going completely normally and smoothly when emptying and filling the pump with 30ml of high dose heparinized saline. When the scrub tech went to flush the catheter with the low dose heparin saline, the catheter wouldn't flush. The scrub tech was unable to push any fluid through the catheter. Our representative had the scrub tech ensure the needle was all the way to the bottom and was straight and perpendicular. She adjusted the needle and pushed all the way in until it reached the needle stop and was not able to be flushed. Our representative had the scrub tech recheck the needle patency by removing and flushing some saline through the needle outside of the septum. It flushed fine but at this point our representative instructed the scrub tech to use the second bolus needle to see if that would resolve the issue. The scrub tech flushed the needle and then inserted it into the septum but still the catheter would not flush. At this time another scrub tech came over to try but did not have success. The physician came over to try and when he inserted the needle, he made the comment that "I've done a lot of these and that just does not feel right." The physician asked to open and prepare a different pump. The backup pump was prepped and inserted a different pump without issue.